Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose wa 12 mmol/l. The customer stated the device was not bumped or dropped. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with unresponsive down buttons due to moisture damage keypad traces. No button error alarm during testing. The insulin pump had minor scratched lcd window, cracked case at the display window corner, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.